Event description:
I had essure put in around (B)(6) 2014. I had the dye test 3 months later that showed full blockage. About 6 months later, I started to have signs of irritability and anxiety. Throughout the last 3.5 years, I had a big increase in foods, my digestive system can no longer tolerate, abnormal weight gain, panic/anxiety attacks (had to start taking medication). Lower back pain, foggy brain/extreme lack of focus, inability to sleep well (had to start taking medication), extreme fatigue, and teeth deterioration. The procedure was pushed when I inquired about tying my tubes. The only risks presented were the perforation risks. Currently, no drs I tell that I have essure, know what I'm talking about.